Event description:
The customer reported an x-ray disabled error message. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable from gib board to x-ray tube was found loose. The cable was tightened. The system was tested and found to be working as intended and returned to service.